Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with dry eye on both eyes (ou) at a one month post op exam. The brief description from the account indicated the patient had dry eye and seasonal allergic conjunctivitis. At one month post op exam, the best corrected visual acuity of right eye (od) was 20/20 and left eye (os) was 20/30. The patient had no complaints and commented on happy with the results. Topical steroid dosage was increased to treat symptoms. Bcva from (B)(6) 2016: right eye pre-op 20/15 -3.75 x -.50 x 92, left eye pre-op 20/15 -5.25 x -.25 x 106. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/30 .00 x .00 x 90.